Event description:
Customer reported that screen appeared pixelated in the upper right corner, almost black. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.